Event description:
It was reported that a malfunction with the pump occurred, displaying malfunction code malf 16. The customer declined to answer whether blood glucose levels exceeded 500 mg/dl; therefore, no adverse impact was confirmed. Technical support assisted the customer by providing pump reset information and subsequently decided to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup insulin delivery method and was instructed on how to return the faulty pump using a pre-paid label.